Event description:
It was reported that cgm displayed error message while customer was using sensor. There was no reported impact to the customer's blood glucose level. Customer contacted support, performed complete pump reset with guidance, and cgm error message did not appear again after reset, and no further actions were documented.